Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the act and backlight buttons of insulin pump were sticky at times and had to be pressed multiple times. The customer¿s blood glucose level was unknown. Customer stated that the clock of insulin pump was slow and had to be reprogrammed often during priming. Customer also stated that the insulin pump was showing the incorrect amount of insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit power up and correct time and date was programmed. Unit passed the self test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No prime anomalies were noted. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. No cosmetic damage noted. Unit was monitored for two days and no time anomalies were noted.